Event description:
Additional information has been received and stated that the intraocular lens remained in the eye.

Manufacturer narrative:
The iol was not returned or identified. A photo was provided of a monitor screen. A single piece lens was visible in the eye. The lens has cracked areas on opposite edges mid way on the optic. This damage was similar to damage caused by a plunger override. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. The lens model or diopter, cartridge and handpiece information was not provided. It is unknown if qualified products were used. Based on review of the provided photo, the lens has cracked areas on opposite edges mid way on the optic. This damage was similar to damage caused by a plunger override. The root cause could not be determined for the observed damage. The lens remained implanted. The facility stated that qualified products were used. However, the lens model or diopter, cartridge and handpiece information was not provided. It cannot be verified that qualified products were used. The IFU instructs: company foldable iols are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd filled cartridge. The lens should be inserted until the optic is a little more than half way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and or damage. Important: the plunger should make initial contact with the cartridge at the ramp. In the event the plunger does not contact the cartridge at the ramp, do not use the handpiece and contact company. The handpiece IFU instructs: verify that the plunger tip is properly engaging the lens optic and that the lens moves forward at the same rate as the plunger while slowly advancing the plunger forward to avoid damaging the lens. When the threads on the knob make contact with the barrel, turn the knob clockwise approximately half turn to engage the threads and then stop. The iol will now be in the dwell position. Inspect to ensure the plunger is behind the optic. Due diligence has been performed in an attempt to obtain further information on this event. The facility has not responded to requests for follow up information. File will be reopened if new information or the sample is received. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during an intraocular lens implantation procedure during folding, no resistance at all, neither during lens placement, then lens ends up cracked inside the eye. Additional information has been requested.